Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the device. The hypotube is separated 53cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is still loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. During preparation of a 3.50mm x 12mm nc emerge balloon catheter, the shaft got separated when the balloon was removed from hoop. The device was not used to the patient. The procedure was completed with another emerge balloon catheter. No patient complications were reported.

Event description:
It was reported that shaft break occurred. During preparation of a 3.50mm x 12mm nc emerge balloon catheter, the shaft got separated when the balloon was removed from hoop. The device was not used to the patient. The procedure was completed with another emerge balloon catheter. No patient complications were reported.